Manufacturer narrative:
No sample has been returned for evaluation. Investigation, including root cause analysis is in progress. This report mailed in to FDA on: 09/28/2007.

Event description:
The surgeon reported that, the probe leaked oil into the patient's eye. Additional information has been requested.